Manufacturer narrative:
Concomitant medical products: femto laser, sn (B)(4); wavelight, sn (B)(4) patient code of (B)(4) is provided for photorefractive keratectomy. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during surgery and change in treatment. The suction was lost on the left eye (os) of a male patient with an intralase patient interface (pi) after the patient was applanated and after the laser fired. The pi was switched out, patient was re-applanated and they were unable to obtain suction. The patient was given several options and he elected to move forward with the photorefractive keratectomy (prk) treatment on the same day. There was no loss of best corrected visual acuity (bcva) reported. Bcva for od: distance 20/ (pre-op20/25) and for os: distance20/ (pre-op 20/25) the patient''s pre-operative refraction was: bcva ¿ right eye (od): 20/25, sphere -8.00, cylinder -2.50, axis 179, bcva ¿ left eye (os): 20/25, sphere -8.00, cylinder -2.50, axis 179. This report is two (2) of two.